Event description:
Medtronic received information regarding an imaging system being used for a procedure. It was reported that the system was having difficulties rotating and would not expose. Issue occurred intraoperatively and patient was involved. No further information available.

Manufacturer narrative:
H3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that upon arrival at site was unable to reproduce the issue reported. Was able to successfully enable system to take x-ray after each door close/open sequence. Door was opened/closed 30 times. Did find that the gantry open/close covers were popping when opening. Was able to adjust covers to stop popping. Also, observed that the sidewall cover is broken near door switch. Adjusted door switch slightly, as representative suspected that it may have shifted after the collision to break the sidewall near it. No issues opening and closing door after adjustments were made and was able to take x-rays and 3d spins with out issue. No further issues to report. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000166, serial/lot #, ubd, UDI#. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.